Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); investigation ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): on (B)(6) 2026, it was reported that a hamilton-t1 ventilator became unresponsive the touchscreen or buttons during patient transport. Ventilation continued; however, the respiratory rate decreased from 18 to 12 breaths per minute, and safety ventilation was triggered. At the same time, multiple technical faults were generated (346002 - "watchdogfailedalr", 346040 - "watchdogfailedvmc_ventcontrol ", 346024 - "watchdogfailedpm", 346054 - "safetyfailuredetected", 746003 - "watchdogfailedvgui_mode", 746002 - "watchdogfailedvgui"). A medical intervention was reported; however, no further details were provided regarding the type of intervention, the patient¿s condition, or the clinical outcome. No patient harm was reported. The investigation to verify the allegation is still in progress.